Manufacturer narrative:
Information was provided that the reported 22.5 diopter lens was replaced with a different lens model. Additional information provided that a facility representative reported the lens was explanted, with a reason for explant of "not happy with postop vision, could not adapt to lens". Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), the lens was exchanged due to the patient being unable to adapt. The patient was also not happy with their post-operative vision. Additional information was requested.